Manufacturer narrative:
Other relevant device(s) are: product ID: 9734699, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that when the software was installed and the system was rebooted, the system was loading exams as intended. The disk drive began malfunctioning and not recognizing a known disk that has been loaded earlier. The drive also began cycling rapidly and slowing down. The disc drive was replaced. The system then passed the system checkout and was found to be fully functional. The disk drive was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When connected to a known good computer, the returned drive was not able to read a known good exam disk. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had an issue loading an exam. It was unknown if this issue occurred during a case and it was unknown if the system was giving an error message. There was no patient present when this issue was identified. An update was provided that this issue occurred outside of a procedure. It was reported that it was not possible to load exams due to the bad disk drive.

Manufacturer narrative:
A software investigation analysis was initiated. Analysis found that the reported issue was not a software issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.